Manufacturer narrative:
Result: the sterile product pouch was torn open near the distal end (B)(4). There was no visible damage to the neuron max 6f 088 long sheath (neuron max). Conclusion: evaluation of the returned device confirmed that the product sterile pouch was breached. This type of damage typically occurs due to improper handling during storage or preparation for use. Penumbra devices, sterile pouches, and shipping boxes are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed that the packaging of the neuron max 6f 088 long sheath (neuron max) was torn and that the neuron max was exposed. The damaged packaging was found prior to use and was not used in the procedure. The procedure continued using a new neuron max.